Event description:
Pt left a voice mail to report an eye infection with no additional information. Attempts to contact the pt have been made with limited contact. On (B)(6) 2012, the pt returned a call with the treating physician's contact information. An attempt to contact the physicians on (B)(4) 2011 was made, with no reply to date. This is being filed as an unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device was provided which could indicate if the device caused or contributed of the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.